Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain due to eroded mesh. The physician's office was contacted; the patient has not been in to see the physician since 2008. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.